Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the endoscope on arm 3 could not move up or down, although left-right and insertion in and out movements were functioning. Moving up or down toward a different anatomy area was not possible. Initially, the arm could not be moved using the clutch button, leading to a shutdown and restart, which temporarily resolved the issue. However, the problem reoccurred during surgery. No related errors were found in the logs, except for an unrelated radiofrequency identification (rfid) error. There was no arm resistance or collision. Despite new draping, positioning, and trying different endoscopes, the issue persisted. With the endoscope installed on arm 2, all movements occurred as expected. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this incident occurred during the preoperative positioning of the arms. The surgery was reportedly performed after correction using the da vinci system. The procedure may have subsequently been aborted or converted post-anesthesia and port placement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) with a failed pitch friction test to resolve the issue, and the system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis; however, the evaluation has not been completed at the time of this report.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with the event and completed the failure analysis investigation. In the system logs, an error was found indicating a ¿vessel sealer extend failed during homing on usm3¿ which confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a test platform where all relevant testing was passed within specification. Once testing was completed, the ¿carriage accr¿ was inspected, and no faults could be identified.

Event description:
Refer to h11 for follow-up information.